Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned that a 21mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 10 months due to unknown reason. The explanted valve was replaced with a 21mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, b5, b7, d4 expiration date, d9, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hyperlipidemia (hld). Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors. H11: corrective data: sections d9 & h3: device availability & device evaluated by manufactured were inadvertently omitted in the previously submitted medwatch # 27934. D9: returned to manufacturer: 03/10/2023. H3: customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wire form intact and heavy calcification was observed on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow aspect and minimal at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 3mm at commissure 2. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. All pertinent information available to edwards lifesciences has been submitted.

Event description:
Through implant patient registry and investigation, it was learned that a 21mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 10 months due to calcification, pannus, restricted leaflet mobility and stenosis. The patient presented with heart failure. The explanted valve was replaced with a 21mm 11500a aortic valve. The patient was in recovery at the end of the procedure.

Event description:
Through implant patient registry and investigation, it was learned that a 21mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 10 months due to stenosis. The patient presented with heart failure. The explanted valve was replaced with a 21mm 11500a aortic valve. The patient was in recovery at the end of the procedure.

Manufacturer narrative:
H11: corrective data: section g2: user facility was inadvertently marked on the previously submitted medwatch # (B)(4).